Event description:
The device was returned for preventive maintenance. However, the product analysis indicates that the stim board did not meet specifications and was replaced. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The product analysis indicates that the stim board was replaced due to test results that did not fall within specifications. The device was updated to current design specifications. The device was tested and passed manufacturing specifications. This device is used for therapeutic purposes.